Event description:
It was reported that the patient fell on her side and felt that she landed on her device. It was noted that it was not known when the injury occurred. It was further reported that the clinic performed an impedance check and multiple reprogramming options which were not effective and determined that the device needed to be explanted. The device and lead were both explanted and replaced on (B)(6)-2012. It was noted that the patient had therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomaly. The battery was at normal end of life. There was no telemetry and no output. Analysis of the lead found no significant anomaly. It was stated the body was stretched.

Manufacturer narrative:
Product ID 3093-28, lot# v323599, implanted: 2009-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.